Manufacturer narrative:
Product not yet returned for eval. (B)(4). MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (12/14/2014).

Event description:
Consumer complaint of blood result reading of "hi". Expected range is usually between 120mg/dl to 125mg/dl. Reviewed the last five blood results from meters memory: time is not set. Hi, 12-14, approx 2:45 pm, 1 hour after eating. Hi, 12-14, approx 2:45 pm, 1 hour after eating. Hi, 12-14, approx 2:45 pm, 1 hour after eating. A 277 mg/dl, 12-11, approx 10:30 am, before eating. A 318 mg/dl, 12-10, approx 10:30 am, before eating. Assisted the customer with running a back to back blood test, but only one was performed as phone call was disconnected. The result was "hi". I called the phone number and the son, (B)(6), answered. He states his mother is having a stroke or convulsions. He has called for medical assistance.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference, user's test strip had poor storage.